Event description:
Reportedly, the bag broke while removing the spleen. Therefore, the surgeon had to morcelate the spleen and remove it in pieces to complete the case. Procedure: unk. Pt status: no pt injury reported.